Event description:
It was reported that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) system, the physician encountered difficulty inserting the right atrial (ra) lead into the header. Technical services (ts) advised on lead manipulation to prevent difficulty inserting the lead. This cardiac resynchronization therapy defibrillator (crt-d) system was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) system, the physician encountered difficulty inserting the right atrial (ra) lead into the header. Technical services (ts) advised on lead manipulation to prevent difficulty inserting the lead. This cardiac resynchronization therapy defibrillator (crt-d) system was successfully implanted. No adverse patient effects were reported. Additional information was received indicating that this system was subsequently explanted. No additional adverse patient effects were reported. This device has been returned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system, and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) system, the physician encountered difficulty inserting the right atrial (ra) lead into the header. Technical services (ts) advised on lead manipulation to prevent difficulty inserting the lead. This cardiac resynchronization therapy defibrillator (crt-d) system was successfully implanted. No adverse patient effects were reported. Additional information was received indicating that this system was subsequently explanted. No additional adverse patient effects were reported. This device has been returned.